Event description:
The unit burned. Inspection revealed that the heater wire was dislodged. No burn was found, however, the pad was badly scorched. No deaths or injuries were reported. This report is being made to comply with regulatory letter 90-dt-12. Frequency of occurrence of this event addressed in the device labeling? Y. If yes, then is frequency of this event greater than labeled? N. Is severity of occurrence of this event addressed in the device labeling? Y. If yes, then is severity of this event greater than labeled? N.